Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was reported by the consumer via the company representative regarding a patient receiving an unknown drug from their pump. The indication for use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2016, it was reported that the patient experienced an abrupt discontinuation of their therapy approximately six months ago ((B)(6) 2016). The consumer suspected a device or catheter failure could be the cause. It was unknown if troubleshooting had been done or if any environmental/patient factors led to the event. A pump was scheduled for replacement on (B)(6) 2016. At the time of the report the event was not resolved. During the replacement surgery on (B)(6) 2016, the abdominal pump site was filled with sterile abscess. The case was converted to pump and partial catheter explant. The catheter was completely explanted on (B)(6) 2016. Additional information was reported by the rep on (B)(6) 2016. It was reported that the initial labs showed the abscess was not "puertile", final labs are pending, and infection was still a possibility. It was noted that the abscess / accumulation at pump pocket was not expected / asymptomatic / not visually identifiable prior to surgery. And the patient had not complained of any pocket issues when they were seen at the pre-operative appointment on (B)(6) 2016. The catheter was explanted in two procedures due to procedure consent; the patient only consented for pump replacement/removal, not catheter revision/removal. The healthcare professional (hcp) debrided device pocket and closed to resolve abscess. It was unknown if the abscess was related to discontinuation of therapy. Device malfunction was the suspected cause of the therapy discontinuation.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. The analysis interrogation printout indicated the patient received hydromorphone (15.0mg/ml, 0.095mg/day; programmed to minimum rate).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.